Event description:
Manufacturer received a report from the enduser alleging enduser ran into a wall and tore off toenails and then allegedly ran into a divided glass wall, breaking leg. The consumer believes these incidents were result of the sip-n-puff straw itself and not an electronic issue. What role, if any, the company's device played in the event is unclear.